Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding periprosthetic involving an accolade stem was reported. The event was not confirmed. Device history review: the device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined as further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The surgeon indicated the event was not device related.

Event description:
It was reported patient had a revision of hip due to periprosthetic fracture. Doctor used restoration modular stem and head.

Event description:
It was reported patient had a revision of hip due to periprosthetic fracture. Doctor used restoration modular stem and head.